Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-22980. It was reported that the patient is experiencing ineffective therapy following a fall. X-rays revealed fractures in the patient's leads. Surgical intervention is expected to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads was explanted and replaced. Therapy was restored following the procedure.